Event description:
During a tlif procedure, a male patient was undergoing in 2009, the distal end of pathfinder end extender sleeve broke off into the surgical wound. The extender sleeve had been placed in position in the surgical site when the piece broke off. The surgeon was able to retrieve the broken piece and completed the surgery as indicated. There was no harm to the patient and no reported surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.